Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the knife wire insulation on the sphincterotome came off. The event occurred during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) and the procedure was completed using another device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: d8, h2, h3, h6. The device was returned to olympus for inspection and the customer's reported issue was partially confirmed. Although it was confirmed part of the insulation of the knife filament had peeled off, it was not confirmed that the coated portion had come off. Based on the results of the investigation and past investigations, it is likely the issue occurred due to the following: 1) it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. As a result, the coated portion was torn. 2) it can be inferred that some kind of force might have applied to the coated portion of the cutting wire when the device was withdrawn from endoscope after the coated portion of the cutting wire has torn. This might have caused the coated portion of the cutting wire to detach from the cutting wire. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.